Event description:
During a coronary stenting procedure, the hub separated from its delivery catheter. However, there was no patient injury. Additional information was obtained and the following was noted: there was nothing out of the ordinary noted during the inspection of the device. There was no difficulty tracking the device through the vessel to the target site. However, it was noted that force was applied with pushing and turning, as the lesion was tight. During the attempt to cross the lesion with force the hub separated from its delivery catheter. This delivery catheter was withdrawn without incident and another cypher stent delivery system was used to successfully complete the procedure. It was also confirmed that there was no difficulty with the involved device and concimtant devices. However, concomitant devices identification, patient-specific data, and vessel and lesion characteristics were not provided.